Event description:
It was reported through a service report that the brakes were not holding. It is unk if there was pt involvement, however, no adverse consequences were reported.

Event description:
Reporter alleged the customer obtained the results of 368 mg/dl and 159 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.